Manufacturer narrative:
Additional information received from the user facility stated that the physician considered the procedure a technical success and did not allege any malfunction or nonconformance against the devices. Anticipated procedural complication. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Headache is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
Following the stent assisted coil embolization of an anterior communicating artery aneurysm, the patient suffered from headaches. The headaches lasted for twenty six days. No information was provided as to how the headaches were treated or if there was any clinical consequence to the patient as a result of the headaches.